Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported fiber forward firing cannot be confirmed as visual analysis with magnification did not identify a defect that could potentially lead to forward firing such as fiber tip fracture or detachment. There was no damage detected with the returned fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination with magnification did not identify any damage with the returned fiber. The glass cap exhibited moderate devitrification in the output window. The metal cap exhibited mild charred debris adhesion on its surface. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The fiber connected passed the connector segment verification test. Investigation conclusion: analysis of the returned fiber did not identify any anomalies with the returned fiber. Based on the analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber was firing forward. The procedure was completed successfully with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber was firing forward. The procedure was completed successfully with a second fiber without patient complications.